Event description:
Account reported that they have problems with the side cut and that they noticed a drift from the side cut. No pt injury was reported. The event did not require surgical or medical intervention, there was no vision loss reported. The excimer treatment was completed.

Manufacturer narrative:
Field service specialist visited account after the event. He replaced the galvo block assembly and calibrated the side cut retrace (scr). After 2 hours re-checked and scr and no drift was found. The galvo was sent for intervention. The galvo assembly, (part number js550101-001), is not manufactured by abbott medical optics. The part is installed inside the femtosecond laser manufactured by abbott medical optics. Galvo assembly, part number js550101-001, was evaluated and visual inspection revealed no physical damages. The galvo assembly was then connected to a demo system and functionally tested and it was found that the laser was de-centered (y2, y1 and x were out of position). Following re-tuning, re-calibration and re-alignment of the galvo assembly, the y2 and x were still found to be shifting out of positioning. The mfg record review of the pt interface (pi) lot number that was reported used during the surgery was reviewed and showed the pi was manufactured within specifications. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report become available; a supplemental report will be submitted.